Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Evaluation of the returned batteries showed the batteries were depleted. Review of the device history logs indicated that the device failed a monthly selftest prior to the event in questioned and properly alerted the user through both a red x on the visual indicator and audible beep alert. There was no unusual activity to suggest the batteries depleted prematurely. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.